Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l80503, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving fentanyl at a concentration of 50 mcg/ml at a dose of 45.011 mcg/day. The indications for use were noted as non-malignant pain and failed back surgery syndrome. The patient had a refill on (B)(6) 2015 and an EKG after the refill. After the refill, a motor stall message showed in the logs. It occurred four minutes after the pump update occurred following the refill. It was noted the motor stall was seen at initial interrogation. Per the event logs, the motor stall occurred on 12:19. It was confirmed the patient had not had an MRI. The patient reportedly experienced a return of pain and "a little bit of withdrawal symptoms". The following day, the device manufacturer representative (rep) inquired about how to cancel an alarm and to verify that the pump continues to decrease residual volume even when it thinks it's stalled. It was reported the hcp thought she had silenced the alarm but the patient was hearing it. The hcp was planning on having the patient come back on monday, (B)(6) 2015, to see if the pump had restarted. As of (B)(6) 2015, the stall had still not recovered and the patient was getting oral medications. It was also stated that they "may" change out the pump the following week. Placing the pump to minimum rate mode was then discussed. It was further reported, on 2015-07-29, that the pump alarms were silenced and the basal rate was decreased to minimal rate. After it had been discovered that the pump was still stalled the following day, as previously reported, the patient was assessed and determined to be stable. At that time, the patient had been placed on the oral medications to assist with their withdrawal and pain. The cause of the motor stall and withdrawal symptoms had reportedly not yet been determined. A session data report was provided from when the pump was interrogated on (B)(6) 2015 at 12:08. At that time, the device's eri (elective replacement indicator) was at 29 months. No active alarms were occurring at that time. Another report was provided from when the pump was interrogated on (B)(6) 2015 at 11:09. At that time, an active motor stall message was displayed. No further information was provided.